Manufacturer narrative:
The prod was not returned for eval. We are unable to determine if any defect could have contributed to the reported adhesion issue, kinked cannula, pt's hyperglycemia and ER visit. Generally adhesion issues are due to variations in skin condition and are not considered malfunctions. Qualification records were reviewed and the prod lot met all acceptance criteria. The omnipod's user guide warns to "test results greater that 13.9 mmol/l [250 mg/dl] mean high blood glucose (hyperglycemia). If you get results above 13.9 mmol/l [250 mg/dl], but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 13.9 mmol/l [250 mg/dl], follow the treatment advice of your healthcare provider," and "if your reading is above 27.8 mmol/l [500 mg/dl], the pdm displays "high check for ketones!" This indicates severe hyperglycemia (high blood glucose). If you get a "high check for ketones!" Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia."

Event description:
The pt reported that her blood glucose reached "high" (> 27.8 mmol/l)(>500 mg/dl) and that the adhesive pad was coming loose and that the cannula was kinked. She went to the emergency room for two hours and was treated with an infusion with nacl and insulin.